Event description:
It was reported that prior to the start of a da vinci-assisted low anterior resection (lar) surgical procedure, the customer reported that error u-02 returned. The customer removed the cables and restarted the integrated electrosurgical unit (iesu) or erbe and the system error was resolved. The customer reconnected the rcb cable and disconnected the external foot pedals. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the procedure was not completed using the same erbe.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe unit to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed, and the issue could not be confirmed using the system logs; however, log review revealed recurring errors m-12 and m-11, as well as m-18 and c-06. Upon visual inspection, the unit showed a slight bend in the hard cover/housing at the rear right corner. During testing, the erbe unit displayed error code u-02 at startup, which indicated a startup fault, after which the display became partially blank, leaving only the help screen and volume buttons accessible. The erbe log showed no errors. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the failure analysis. The probable root cause of the error u-02 attributed to either loose cable connection on the syscheckmaster or faulty cable on the syscheckmaster. This error can be resolved through troubleshooting or replacement of the generator.